Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bottom of the drawer and mini engine felt sticky. A field service engineer wiped the drawer and mini engine with alcohol wipe. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini single drawer containing the hydromorphone was failing frequently. Customer stated that on one occasion hydromorphone was required with the provider unable to access it from the device. The required medication was successfully removed from the pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini single drawer containing the hydromorphone was failing frequently. Customer stated that on one occasion hydromorphone was required with the provider unable to access it from the device. The required medication was successfully removed from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jan-2022 to 08- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bottom of the drawer and mini engine felt sticky. A field service engineer wiped the drawer and mini engine with alcohol wipe. The system functioned as intended after troubleshooted by the field service engineer.